Manufacturer narrative:
Patient information - unknown. Occupation - other; sales representative. Other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information provided indicates that revision of a competitor's product to extend the existing construct was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was located and removed and the procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure because of the reported malfunction.